Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set site disconnected from the customer. Reportedly, the customer reattached the site and noticed an air bubble the tubing. The customer's blood glucose level was 270 mg/dl with large ketones; however, there was no healthcare provider input to the ketone level. Reportedly, the customer reverted to manual injections until additional supplies were obtained.